Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. During the procedure a new aus system was implanted. No information was provided about the patient's outcome.